Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a solent omni thrombectomy system. The pump assembly, effluent/supply line, shaft, tip, and spike line were microscopically and visually inspected. Blood was present inside the device and the waste bag was cut-off, when received. The waste bag was not returned for analysis. Inspection of the device revealed that there were numerous kinks throughout the shaft and the tip was damaged. Functional testing was performed by placing the device into the angiojet ultra console. The complaint device failed to prime and the 'check saline supply' error was displayed on the console. The kinks and hypotube were microscopically examined, and it was revealed that the hypotube was twisted and kinked between the markerbands. The hypotube had the appearance of being separated, so the shaft and tip were cut off to check the hypotube. When the shaft was removed it was confirmed that the hypotube was separated at the jet body. The ends of the separation of the hypotube were ovaled which indicated that the hypotube was kinked prior to separation. The hypotube was twisted causing the hypotube to become kinked and then separated. When the hypotube is separated, the device will stop working and won't prime and the console will continue to try and prime the catheter, causing 'check saline supply' error to display on the console.

Event description:
Reportable based on device analysis completed on 20-jan-2021. It was reported that error message occurred. An angiojet solent omni was used for a thrombectomy procedure. During the procedure, a check saline supply error occurred. The device was reset several times but the error message persisted. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed a hypotube break.